Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with two (2) units of one-link neutral luer activated devices. There was patient involvement, however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five actual devices were returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Clear passage and pressure tests were performed with no issues noted. Functional tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.